Manufacturer narrative:
Eval summary: the analysis results confirmed that one device was received in good visual condition. The instrument was returned with a pear shaped clip in the jaws. The instrument was cycled, fed and formed the remaining clips within mfg specifications. The jaws opened and closed as intended. The instrument locked-out; however, the orange indicator did now show up. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the instrument stuck on tissue when the clip was deployed. No pt consequence. Case completed with another device of the same product code.